Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was originally reported that water leakage from the catheter was noted. The catheter was inserted into the patient, after which the catheter was found by the user, dislodged from the patient. The dislodgement was noted as the user irrigated the patient's bladder. The catheter was replaced. It was later reported that the lubricated catheter was inserted into the patient for urine drainage. During the pretest, water was injected to inflate the balloon. It was also reported that the patient was bed-ridden.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was originally reported that water leakage from the catheter was noted. The catheter was inserted into the patient; after which, the catheter was found by the user, dislodged from the patient. The dislodgement was noted as the user irrigated the patient's bladder. The catheter was replaced. It was later reported that the lubricated catheter was inserted into the patient for urine drainage. During the pretest, water was injected to inflate the balloon. It was also reported that the patient was bed-ridden.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was originally reported that water leakage from the catheter was noted. The catheter was inserted into the patient; after which, the catheter was found by the user, dislodged from the patient. The dislodgement was noted as the user irrigated the patient's bladder. The catheter was replaced. It was later reported that the lubricated catheter was inserted into the patient for urine drainage. During the pretest, water was injected to inflate the balloon. It was also reported that the patient was bed-ridden.